Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecise hemoglobin results generated on the cell dyn ruby analyzer for one pediatric sample. The following data was provided: cbc rrbc mode hemoglobin result was 7.94; the result from the previous day was 11. Repeated again and the result was 11.5; using the gasometer the result was 6.7. They reprocess cbc + rrbc in ruby giving 6.75, cbc + noc gives 6.8. No impact to patient management was reported.

Manufacturer narrative:
Field service activity indicated that fluid movement of the shear valve was not as expected. The shear valve driver assembly (part 8921204904) was replaced, and the complaint issue was resolved. The complaint investigation included a review of data and information provided by the customer. Two pictures (screenshot and printout) of the same run (sequence 9901) were provided by the customer. In open cbc+rrbc mode, suspect results with invalidated neu and eos results were generated on the cell-dyn ruby on 23 august 2024 with dflt (ne) flagging. All rbc-related parameters except mcv and mchc were marked with dispersional data alerts. As stated in section 2, installation procedures and special requirements, under dispersional data alerts, of the cell-dyn ruby system operator's manual (800673r02): a result that falls outside a laboratory action limit can also indicate the need for the operator to follow a laboratory protocol, such as repeating the specimen, notifying the physician or performing a smear review. In cases where a cellular abnormality is present that alters cellular morphology to the point that the cells do not fit the criteria used by the instrument to generate a flag, dispersional data alerts may be the only flag(s) that will alert the operator to a potentially erroneous result. A review of all complaints associated and a review of complaint trends was performed. The review did not identify any trends. Additionally, labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed imprecise hemoglobin results generated on the cell dyn ruby analyzer for one pediatric sample. The following data was provided: cbc rrbc mode hemoglobin result was 7.94; the result from the previous day was 11. Repeated again and the result was 11.5; using the gasometer the result was 6.7. They reprocess cbc + rrbc in ruby giving 6.75, cbc + noc gives 6.8. No impact to patient management was reported.